Manufacturer narrative:
This event occurred in norway. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber requested the return of the involved e-fix with attached wheelchair on the day of the event for investigation.

Event description:
Narrative translated event description (received via e-mail from end-user): "I used this chair on a trip with an asphalt surface uphill. I had previously driven up the hill without any problems. Without warning, the chair tipped backwards, the antitippers are permanently out and I hit the ground head first. For the sake of order, I mention that my body weight is 52kg. The result of the accident was a severe concussion and 9 days in hospital. Furthermore, I am now in rehabilitation."